Event description:
It was reported that the patient experienced recurring incontinence with an artificial urinary sphincter (aus). A replacement surgery was performed in which the existing device was removed and a new aus was implanted. Upon explant fluid loss was identified due to the device being empty; however, the source was unknown. The patient fully recovered following the intervention.